Event description:
As reported to coloplast, though not verified, legal representative states the patient with this device experienced erosion, exposure, pain, urinary issues, and requires ongoing medical care for her device-related conditions. The patient had a partial explantation of the device.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
Additional information received reported that the patient also experienced neuralgia of both pudendal nerves, left foot drop, hyperreflexia, urinary incontinence, fecal incontinence, vaginal atrophy, and levator spasm.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Event description:
Additional information received on 11/7/2022 as follows: prior to excision of the mesh between (B)(6) 2020 though (B)(6) 2021 the patient was experiencing left pelvic pain, pelvic hematoma associated with mass effect. Significant inflammatory changes in the perirectal region. Pelvic pressure and bleeding when being too active. Abdominal and pelvic pain.